Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation: evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, images of the complaint device were provided. It was confirmed that the sheath tubing had separated during removal from the patient. The inner coiling had become exposed from the interior of the sheath and elongated in multiple locations. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were two other reported from the complaint lot: (B)(4). (B)(4) was reported for hub separation from sheath, and (B)(4) was reported for sheath separating and unraveling. These incidences were for the same product from the same procedure. The investigation under (B)(4) confirmed that the customer did not reinsert the dilator prior to attempted removal of the sheath (per IFU). This demonstrates that the separation was not manufacturing related. Since the related complaint was concluded to be unrelated to manufacturing errors, and there were no nonconformances reported for the lot, there is no evidence to suggest there is any nonconforming product in house or out in the field. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device which states ¿warnings: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be traced to the device, but instead lies with the patient¿s condition as scarring and calcification were reported. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a peripheral endovascular intervention of the leg, a flexor raabe guiding sheath "split". Access was obtained in the common femoral artery and an ipsilateral approach was used. Although this was the patient's first intervention procedure, it was reported that the groin "felt scarred". The patient's anatomy was said to feel very calcified and scarred. Tortuosity was not noted. Heparin was given during the procedure. Upon completion of the case, the physician felt resistance during attempted removal of the device. He inserted the dilator as well as an unknown manufacturer's stiff wire; however the physician continued to meet resistance and pulled harder. The sheath was then observed to be split. The patient required a partial cutdown to retrieve "some of the pieces" of the complaint device. The case was described as successful. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.